Manufacturer narrative:
.

Event description:
It was reported that a pump reservoir volume discrepancy of 28.6% the pump contained gabalon at a daily dose of 320 mcg/day which was being titrated for spasm control. No intervention was reported. The reason for the volume discrepancy was not provided. At the next refill, the discrepancy was not recognized. "Pump trouble" was not suspected.